Manufacturer narrative:
Concomitant products: - ncb cable button for ncb polyaxial locking plate, 2.5 mm hex drive, ref#: 47-2232-060-01, lot#: unknown; - ncb, screw, 5.0, 30 mm, ref#: 02.03150.030, lot#: unknown; - ncb, screw, 5.0, 32 mm, ref#: ncb, screw¸ 5.0, 32 mm, lot#: unknown; - 2 x ncb, screw, 5.0, 34 mm, ref#: 02.03150.034, lot#: unknown; - ncb, screw, 5.0, 36 mm, ref#: 02.03150.036, lot#: unknown; - ncb, screw, 5.0, 38 mm, ref#: 02.03150.038, lot#: unknown; - ncb, screw, 5.0, 50 mm, ref#: 02.03150.050, lot#: unknown; - ncb, screw, self-tapping, 4.0 mm, 32 mm, ref#: 02.03155.032, lot#: unknown; - 2 x ncb, screw, self-tapping, 4.0 mm, 50 mm, ref#: 02.03155.050, lot#: unknown. The manufacturer did not receive devices for review but it was mentioned that it will be returned. One x-ray picture and the implantation surgical report were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that while sitting, the patient heard a crack and then felt pain in her left thigh. The patient underwent a revision surgery due to ncb plate breakage. The plate has been implanted four months ago to treat a periprosthetic fracture of the left femur.

Manufacturer narrative:
Concomitant medical products: ncb cable button for ncb polyaxial locking plate, 2.5 mm hex drive, ref#: (B)(4), lot#: 4501570088. Ncb, screw, 5.0, 30 mm, ref#: (B)(4). Ncb, screw, 5.0, 32 mm, ref#: (B)(4). 3 x ncb, screw, 5.0, 34 mm, ref#: (B)(4). Ncb, screw, 5.0, 36 mm, ref#: (B)(4). Ncb, screw, 5.0, 38 mm, ref#: (B)(4). Ncb, screw, 5.0, 50 mm, ref#: (B)(4). Ncb, screw, self-tapping, 4.0 mm, 32 mm, ref#: (B)(4). 2 x ncb, screw, self-tapping, 4.0 mm, 50 mm, ref#: (B)(4). 3 x ncb®, locking cap, ref# (B)(4), lot#4501768627. 2 x ncb®, locking cap, ref# (B)(4), lot#4501761599. Ncb®, locking cap, ref# (B)(4), lot#4501594923. 5 x ncb®, locking cap, ref# (B)(4), lot#4501761602. Trend analysis: no trend considering the following event is identified: plate breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a patient was implanted with an ncb femur plate on the left hip side on (B)(6) 2017 and underwent revision surgery on (B)(6) 2018 due to plate breakage. Review of received data: three x-rays were received. Two x-rays are completely undated and one x-ray the year 2017 can be seen. 2017: pelvic overview: cementless total hip endoprosthesis left with periprosthetic proximal spiral shaped femoral fracture reaching below the prosthesis stem corresponding to vancouver c. Flat inclination angle, about 31 degrees. The stem seems to be well fixed. Not dated: postoperative ap-view of the left hip and femur: recognizable clip suture. Laterally fixed osteosynthesis plate, additional securing of the fracture with three wire cerclages. Another wire cerclage (second cerclage of cranial) around the plate at the level of transition mid-height / distal third of the stem. Below the tip of the prosthesis, a recognizable vertical to distal fissure line. Not dated: ap-view of the left hip and femur: bone fracture and broken plate just above the tip of the prosthesis at the level of a wire cerclage. The lowest cerclage wire appears torn. The surgical reports (implantation and revision) were received. The surgical report of implantation dated (B)(6) 2017 describes the following: prehistory and indication: patient had a fall and broke his femur left. The patient was implanted with a hip prosthesis 13 years ago. No pain for several years. The prosthesis is in a good condition. No signs of loosening. Surgical diagnosis: implanting a 12 hole ncb pp plate with several screws and cerclage wires. No complications were noted. The x-ray control shows a good position of the plate. The surgical report of the revision dated (B)(6) 2018 describes the following: prehistory and indication: fall event october 2017 with periprosthetic fracture type vancouver b1. Prosthesis-preserving surgery with ncb plate osteosynthesis was performed with a fixed stem. Afterwards plate breakage after missing bony consolidation, recommended stem change. Surgical diagnosis: material failure of left femur in status after osteosynthetic treatment of a periprosthetic fracture in cementless total hip replacement in october 2017. Breakage of the fixed-angle plating, missing bony consolidation. Removal of the plate, sampling from the plate for histology and microbiology. In the multi-fragmentary fracture area no indication of a sufficient bony healing. The stem prosthesis itself is fixed healed. Lateral osteotomy, releasing of the stem with the chisel from the dorsal part. After mobilization of the stem prosthesis recognizable clearly bony defect in the area of the trochanter region and in the area of the dorsal proximal femoral stem. Subsequent debridement and arthrotomy. Removed osteosynthetic components after consultation with the patient at zimmer company. Cup is implanted flat with very much anteversion, implantation of an inflated inlay. No suspicious findings regarding an infection. Anterolateral placed pe inlay with 20° offset. Unspecifically described preparation for a 140 revitan-stem after previously introducing two cerclage wires for securing. Under image intensifier control downright recognizable depth with the 22 rasp. Definitive impaction of the 140 distal stem portion, subsequent placing a definitive cylindrical neck piece size 75mm and definitive 32mm metal head l. After fixation of the proximal parts of the femur allogenic bone grafting in the trochanter area and in the dorsal stem parts. Devices analysis: visual examination: the broken plate, 11 ncb screws, 1 cable button and 11 clamp screws were returned for investigation. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. The plate shows also several scratches on the outer surface. The ncb screws show also some damages on the thread. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible: no corrosion found during the investigation. Breakage of implant due to implant will be implanted against contraindication not possible: the implant was implanted for a bone fracture. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible: the x-rays do not show any abnormality. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible: the x-rays do not show any abnormality. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible: the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible: no spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion: possible, no bone spacers were used. User implanted wires without using bone spacers. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been. Bent not possible: the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, no information received about limitation and post op restriction. Breakage of implant due to patient do not follow the postoperative protocol: possible, it is possible that the patient did not follow the given information. Conclusion summary: it was reported that a ncb periprosthetic femur plate was implanted on (B)(6) 2017 and was revised on (B)(6) 2018 due to a implant breakage. The plate was in vivo for 3.5 months. The review of the x-rays showed that the patient had bone fracture on the left. The fracture is located around the tip of the hip prosthesis. According to vancouver classification the fracture can be classified as a type b1 fracture. Three x-ray pictures were received and reviewed by an independent healthcare professional. One x-ray shows the bone fracture, the second x-ray shows the implanted ncb pp plating system and third x-ray shows a broken ncb pp plate. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. It can be that the plate was over stressed during this 3.5 months in vivo time or a wrong patient behavior can also be cause for the plate breakage. However, an exact root cause for the breakage could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).